Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that peritonitis was manifested with cloudy effluent. On the same day as the event onset, the patient was treated with vancomycin (1 gram start dose, followed by 250 mg per day, intraperitoneal) and meropenem (1 gram per day, intraperitoneal) for peritonitis. One day after the event onset, the patient was discharged. Two days after the event onset, meropenem was discontinued. On an unreported date, vancomycin therapy was discontinued. Four days after the event onset, vancomycin was again started but was discontinued three days after. Six days after the event onset, the patient was treated with dalacin (300 mg, 3 times per day orally) for peritonitis. Sixteen days after the event onset, the patient was recovered from the event and treatment with dalacin was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b2 and b5: upon follow up it was reported that the patient had completed treatment and was recovered from the peritonitis event (21 days after event onset). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment of the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.